Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they had a problem with their infusion sets. They had high blood glucose when they had used the infusion sets. Their blood glucose during the incident was 400 mg/dl. Troubleshooting was performed. The performed the fill cannula and insulin exited without incident. The insulin pump passed the test. The insulin pump will not be returned for analysis.